Manufacturer narrative:
Product event summary: the full delivery catheter was returned and analyzed. Analysis indicated that the catheter shaft was kinked/buckled in severe locations. The distal tip was nicks. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician used multiple delivery catheters to implant the low-voltage pacing lead, as the lead could "hardly come out of the sheath." The delivery catheters were replaced and the lead was implanted. No patient complications have been reported as a result of this event.